Event description:
The customer reported that a flame was seen at the purple activation button. The biomed at the site performed a visual inspection of the device and noticed some charring around the button. There was no injury to the patient or operating room staff.

Manufacturer narrative:
Initial report sent: 02/17/2010 and supplemental report 1 sent 06/17/2010 under MDR number 1717344-2010-00093. Date sent: 02/14/2014. Covidien reference number: (B)(4). A visual examination of the instrument revealed the purple activation button and the pc board are charred. The pc board was found to be burned and charred around the top half. The upper left-hand solder joint appears to have arced across to the...